Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump has cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump fell in toilet and exposed to water. The customer's blood glucose level was 238 mg/dl. The troubleshooting was performed. The customer was advised to return the insulin pump and will replaced it. No futher information was reported.